Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse completed the repair by performing the graphic user interface (gui) update to original 9.4 model. The ventilator passed performance verification testing (pvt).(B)(4).

Event description:
Covidien received information that, during patient use, the 840 ventilator stopped cycling. There was no harm to the patient reported.